Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported failure of the needle mechanism to fire and deploy the cannula or to determine its root cause. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported her blood glucose reached 680 mg/dl after wearing a pod for longer than 48 hours and she noticed the needle did not fire the cannula into her skin. The pink slide insert was not in the window.